Event description:
It was reported to medtronic minimed that the customer reported that unable to complete the rewind process and the piston was not coming down. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. Mmt-1884l was requested for return and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and self test. Unit was able to rewind successfully with no alarms in process. All test functioned successfully. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms or related alerts to confirm complaint code that may have occurred in the past or during the complaint call. The adapt tool reveals that no delivery alarms were recorded from (B)(6) 2024 at 12:45:03.000 through (B)(6) 2024 at 09:51:07.000. Including multiple pump error 37 alarms recorded on (B)(6) 2024 from 09:43:40.000 hour through 10:12:37.000 hour. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly. During deconstructive analysis, it was determined that moisture damage was noted on motor home switch causing an intermittent shortage. Isolate to motor assembly. Unit was also received with scratched case and cracked case-corner of belt clip rails. In conclusion customer concerns were not confirm during testing. Unit was tested successfully, and no unexpected alarms noted. However, during deconstructive analysis, it was determined that moisture damage was noted on motor home switch causing an intermittent shortage. Isolate to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.